Event description:
It was reported that the patient experienced the sensation of electric shock stimulation, and felt shock in the vagina and buttock. Additional information received reported that the patient was reprogrammed, but the event was still open. It was later reported that the patient had underwent an explant, and the event was considered closed as of (B)(6) 2012. The manufacturer's device registry showed that the patient's neurostimulator had been replaced. It was unclear if the neurostimulator was replaced due to the reported event.

Manufacturer narrative:
Lead model 3889-28, lot# v018499, implanted: 2007 (B)(6), explanted: 2012 (B)(6), extension model 3095-10, (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(4).